Event description:
It was reported that 4 transient lower-extremity weakness and a vertebral fracture after olif were observed. 28 patients underwent correction surgeries of either circumferential mis or two-stage cmis, hybrid pf and full-open pf according to global balance and pelvic parameter evaluation. Ave fixed segments were 7.4. The intraop bleeding was 192 and 269ml, respectively. The ave preop angle of 35 deg were corrected to 11deg at f-up. The average cva and sva were corrected from 26 and 73mm to 8 and 36mm, respectively. The clinical results of combined olif and mis-pf were acceptable, however, the preoperative estimation whether single stage or two-stage surgical strategy could be required was still unclear.

Manufacturer narrative:
(B)(6). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Clinical results of combined olif and mis posterior approach for adult spinal deformities: (B)(6).